Manufacturer narrative:
Intuitive surgical, inc. (Isi) further investigated that fenestrated bipolar forceps instrument and additional inspection clarified and confirmed no damage at the grip tip. It was identified that the damage was a broken molded insulator. The molded insulator holds the grip to the grip base and the damage resulted to a dislodgement of the grip tip.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was unable to cauterize. The customer removed the fenestrated bipolar forceps instrument and observed that it had a loose cable. There was no report of any fragments falling inside the patient. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument and completed the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: it was confirmed that there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. An electrical continuity test was performed and failed. No signs of thermal damage were observed on the conductor wire. There were additional observations not reported by the site and not related to the reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.184" x 0.642" was found to be broken off, and the broken piece was returned with the instrument. The instrument was found to have thermal damage on the molded insulator. The molded insulator showed signs of material degradation due to current leakage.